Event description:
Had blood in my urine, swelling in stomach, in legs, scar tissue, weight loss, dizziness, blackout moments, constant burning in vag area, panic attacks, numbness in hands, brain fog, chronic abdominal pains, metal taste, headaches, backaches, muscle pain, had very bad periods for weeks at time, always hurting in right side, had ovary cyst, had dnc surgery in (B)(6) 2014, scar tissue, pelvic inflammation. (B)(4).